Event description:
The customer reported the device will not charge. There is no reported pt involvement. The customer reported the issue occurred during testing.

Manufacturer narrative:
(B)(4). The customer reported the device will not charge. There is no reported pt involvement. The customer reported the issue occurred during testing. The device was evaluated at philips and the issue was duplicated. The power pca was replaced to resolve the issue. The device passed all testing and was shipped back to the customer.